Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2010. Immediately after the procedure, the pt complained of cramping. On (B) (6) 2010, she returned to the office for severe cramping and a cervical culture was performed. The pt returned again on (B) (6) 2010 and (B) (6) 2010 still complaining of cramping, and was diagnosed with a burn/necrotic cervix and was prescribed antibiotics. The pt is still under treatment.